Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to dizziness and a heart rate lower than the cardiac resynchronization therapy defibrillator (crt-d) programmed lower limit. The device remains in use. No further patient complications have been reported as a result of this event.